Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red, hot, and itchy with open wounds. The patient has a known nickel allergy. The patient¿s physician prescribed an antibiotic and cortisone cream for the wound. Follow up indicated that the wound improved.